Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red rash between their breasts from the lifevest equipment. Patient described the area as small itchy pimples. There was no alleged device malfunction contributing to the irritation. The patient called the hospital and they advised temporary removal of the lifevest. Follow up indicated that the skin irritation improved.